Event description:
Reportable based on device analysis completed on 19dec2023. It was reported that a catheter issue occurred. The 85% stenosed, 65 mm x 3.5 mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, the probe was leaking liquid. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, device analysis revealed a partial imaging window detachment at the lapjoint.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a partial imaging window detachment at the lapjoint. Functional inspection observed that during the flushing there was a leak at the lapjoint.